Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeons have noticed poor clip formation, especially distal tip not closing completely and have switched to a competitor clip applier. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.